Event description:
Breast implant illness due to my mentor implants. Auto-immune disease, thyroid removed, symptoms of heart attack, joints ache horribly, muscle stiffness, vertigo, hair loss, ringing in my ear is constant, bloat, stomach pain, back pain, metallic taste in my mouth is intermittent, vision is "off", depression, anxiety, and the list goes on. I was hospitalized (B)(6) 2019 due to heart attack symptoms and was diagnosed with tia (as symptoms presented as heart attack / stroke) tia diagnosis was due to no permanent damage and no lingering affects. I have been feeling like I'm dying for a couple years now, just this constant state of knowing my body and knowing something is seriously wrong. Too many to count. I have been researching breast implant illness. I will seeing my pcp today and hopefully get the necessary paperwork, documents, tests, etc., so I can proceed to have these ticking time bombs removed from my body. FDA safety report ID# (B)(4).